Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen screens noted. Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump unable to perform prime test due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip, battery tube threads and minor scratches on lcd display window.

Event description:
Customer reported that the insulin pump's screen was frozen and no insulin was being delivered. Customer also reported receiving a button error alarm. Customer reported that the keypad was unresponsive. Customer reported that the insulin pump may have recently been exposed to rain. Blood glucose level was 285 mg/dl at the time of the call. No further information was provided.